Event description:
It was reported that the caller found the pump's quick bolus/wake button difficult to press and needing multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.